Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg read "low", and the meter bg reading was 130 mg/dl. The control iq software delivered insulin based off the inaccurate cgm values, and subsequently, the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis and bg level of 298 mg/dl. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Customer declined further troubleshooting with tandem technical support. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.